Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a liquid leak from the connector part. The event occurred at the hospital during priming. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: one opened unused product was returned for analysis. No damages or anomalies were observed during visual inspection. During functional testing a leak was observed to be coming from the bond between the tubing and the luer. Further inspection of the bond showed incomplete solvent application. The complaint of leakage was confirmed. The probable cause is due to a solvent application error during assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.